Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/12/2016. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent bilateral medial hamstring lengthening, bilateral distal femoral extension osteotomy and bilateral patellar tendon lengthening on (B)(6) 2015 and suture was used. Twenty one days post-operatively, the steristrips were removed and the right showed a small area of fluid collection and serous drainage but no evidence of infection or wound dehiscence. It was reported that 34 days post-op the patient experienced wound dehiscence with serosanguinous discharge. The patient was discharged home. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report mw5060623. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with interpro y mesh. Following the procedure, the patient experienced a pinching pain like a toothache on the right side of pelvis, which was getting worse with activity involved abdominal muscles, lifting, walking, sitting too long and bm. It was also reported that the pain radiates down into the hip and down the right leg, and aggravated by prolonged sitting straight in a chair. The patient is unable to have painless relations and experienced a constant pain from the moment she sits up in a bed. The patient was diagnosed with interstitial cystitis in 2013 and autoimmune disorder. The patient underwent non-invasive treatment options such as trigger point injections, internal/external physical therapy, chiropractic, acupuncture, vaginal muscle relaxers, a vagina muscle release with tool, yoga and meditation. The doctor could not find a cause for pain. Additional information has been requested.